Manufacturer narrative:
It was reported the patient underwent sling implantation concurrently with a hysterectomy. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 to treat uterovaginal prolapse, cystocele, and mixed urinary incontinence and a sling was implanted. Concomitantly the patient underwent a vaginal hysterectomy, uterosacral ligament suspension, anterior colporrhaphy, tension-free vaginal taping, repair of cystotomy, cystoscopy.

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.